Event description:
During the routine follow-up of the device performed on (B) (6) 2009, the physician wanted to use nips real time operation (delivering of high rate pacing burst in the atrium to reduce an atrial arrhythmia). Nevertheless, synchronized pacing in the ventricle was also delivered during the atrial burst, which was unexpected.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Device follow-up files were analysed. Conclusion: the reported event resulted from an anomaly in the programmer software which can occur under specific conditions only. It will be corrected in the next release of the programmer software (B) (4). Meanwhile, if nips tests have to be performed, the beginning of session pacing mode of the device should not be safer. If that's not the case, the pacing mode should be reprogrammed to another pacing mode (ddd or ddi), the interrogation session must be ended and a new interrogation must be performed before starting nips tests. It should be noted that this event can be observed during follow up only (while using the nips feature), i.e. Under medical supervision. (B) (4).